Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd safety glide¿ shielding hypodermic needle, there was a significant difference in color. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A photo was received for evaluation. The photo shows two needles with orange hubs. One hub is darker than the other therefore failure mode is verified. Color variation in molded parts is common. The two needles pictured are at opposing ends of the specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 7345908 had 38 visual inspections performed on 1,710 parts with zero defects noted. Color variation in molded parts is common. The two needles pictured are at opposing ends of the specification.

Event description:
It was reported that before use of the bd safetyglide shielding hypodermic needle, there was a significant difference in color. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A photo was received for evaluation. The photo shows two needles with orange hubs. One hub is darker than the other therefore failure mode is verified. Color variation in molded parts is common. The two needles pictured are at opposing ends of the specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 7345908 had 38 visual inspections performed on 1,710 parts with zero defects noted. Color variation in molded parts is common. The two needles pictured are at opposing ends of the specification.

Event description:
It was reported that before use of the bd safetyglide shielding hypodermic needle, there was a significant difference in color. There was no report of exposure, serious injury or medical intervention.